Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was discarded or not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2017, the patient experienced intestinal problems with infectious symptoms and was hospitalized. It was reported that the patient's intestinal problems were due to the presence of a bezoar on the peg-j tube. On an unknown date, the patient's peg-j tube was removed with a resolution of infectious symptoms.